Event description:
The reporter stated that an aq2010v 3 piece silicone lens did not travel well through the injector. No patient contact. Additional information has been requested from the user facility. If additional information is received a supplemental med watch will be sent.